Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline power fault and open controller fuse that were confirmed in the log file review. The patient was transferred to implanting center where controller and modular cable were exchanged. The exchanges resolved the alarm issue.

Event description:
There was a cut in the driveline caused by the patient using scissors on their dressing. Rescue tape was placed and they were advised to not use scissors when changing their dressing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline power fault alarms and an open fuse within the controller was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 4 days (02feb2022 ¿ 05feb2022, 07mar2022 per timestamp). Events occurring on 07mar2022 were recorded during testing at abbott labs. Intermittent driveline power fault alarms that were correlated with fuse b being open were active on 04feb2022 at 21:37:37 and remained active until the driveline was disconnected on 05feb2022 at 01:27:38. Pump operation was not affected by these alarms. The driveline was disconnected on 05feb2022 at 01:27:38 for a system controller exchange. There were no other notable alarms active in the log file. The heartmate 3 system controller (serial number: (B)(6)) was functionally tested and initially failed testing due to fuse b being electrically compromised. The system controller was opened, and the fuse was replaced. The controller was then resubmitted for testing and passed all testing without issue. The controller was connected to a mock circulatory loop for an extended period of time and operated at the set speed without any issues. Provided information stated that the patient had cut their driveline with scissors. A root cause for the reported events was unable to be conclusively determined through this investigation; however, the electrically compromised fuse is consistent with the driveline being cut. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 27mar2020. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault and power cable disconnect alarms. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook section 2- ¿how your heart pump works¿, under sub-section titled "connecting the driveline to the system controller", provides the proper steps for connecting the driveline to the system controller. This section informs the user to ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector.¿ heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.